Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
A physician reported a patient who required surgery post essure placement. On (B)(6) 2010 follow up with physician: dr. Reported it was medically necessary to remove the device as it was found overlying the lower anterior body. It was surgically removed and a right tubal ligation was performed. The patient who was experiencing severe lower quadrant pain, was given medication and is now much improved.